Event description:
Additional information was received. It was reported that the physician assistant had done a full pocket fill of 40cc of 10mg/ml hydromorphone. It was indicated that the cause of the event was human error. The patient exhibited signs of sedation and hospitalization was required. The event was reportedly a serious and life-threatening injury/illness, though it was stated that the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that there had been a pocket fill at the refill appointment. During the refill, the physician assistant (pa) was only able to aspirate the pump a little bit. He had to use ¿great force¿ to empty the syringe and, when he withdrew the needle, fluid shot out of the pocket site. The patient became obtunded, sleepy, and ¿wasn¿t acting right¿. When the physician came into the room, he continued to get fluid out of the pocket and administered narcan to the patient. The patient was transported to an acute care hospital via ambulance and remained there through the weekend. It was also indicated that the patient also had heard the pump alarm going off. Due to the managing physician¿s availability, the patient was referred to a new managing physician. When the patient met with that managing physician on the day of report, it was found that the pump reservoir was completely empty. Drug was ordered for the refill and the patient was readmitted to the acute care hospital due to withdrawal. The device system was used to deliver dilaudid. Three days later, it was reported that the needle had not been placed in the septum during the filling, but had been in the subcutaneous tissue. When the pump was interrogated on (B)(6), it was found that the low-reservoir alarm had triggered. At that time the pump was decreased to minimum rate, the low-reservoir volume was set to 0.5, and drug was ordered. The patient was also admitted that day to manage the withdrawal symptoms. On the following day, the pump was filled and the patient was discharged from the hospital on the day after that. It was reported that the patient recovered without sequela and was receiving effective therapy. Four days later, it was reported that, at the time of report, the pump was dispensing 0.5mg/day of drug.

Event description:
Additional information received reported that the device system was used to infuse hydromorphone 1.3mg per day at a concentration of 5mg/ml.